Manufacturer narrative:
The device was not returned to olympus for evaluation. No visual or functional inspection had been performed by the repair center. Based on the results of the investigation, a probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head displayed an e226 scope communication error message and poor/no image. The camera head did not provide good image and showed error when it was plugged to the two (2) video processors. The camera head worked fine with the other two (2) video processors so the issue was intermittent. All other camera heads were checked with processors and had no image issues so it was likely that the issue was caused by the camera head. The issue was identified during a support/maintenance visit. There was no patient involvement.